Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event slow capillary filling (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a spanish physician and concerns a patient. The patients initials were reported as unknown. The patient was injected with a total of 0.9 ml of radiesse, lateral to the pupillary midline to zygomatic (as reported). The patient was injected into two planes, supraperiosetally (using the kit needle) with total of 0.4 ml (into 4 points with 0.1 ml per point) from 3 mm lateral to the pupillary midline to zygomatic, and in the subdermal plane (using a 25g cannula) with 0.5 ml. There was no pain during the injection. At 4 hours (as reported), after the radiesse injection, the patient experienced slow capillary filling in the infraorbital area, without pain. As corrective treatment, the physician followed the protocol that included acetylsalicylic acid (asa) 500 mg, pentoxifylline 400mg every 12h, dexamethasone 8mg every 8h, infiltration of hyaluronidase every 20-30min and a nitroglycerin ointment. As reported on (B)(6) 2023(the day prior to (B)(6) 2023), the patient received a total of 5200 units of hyaluronidase. On (B)(6) 2023, the reporter continued infiltrating the patient. The patient did not report pain at any time. The outcome of the event was reported as unknown.